Event description:
Technician states that the head section is drifting down slowly after it has been raised. He stated that he cleaned the head brake assembly and replaced the head motor capacitor, but the problem remains. He replaced the head brake assembly to resolve the problem with the head section drifting down slowly.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.